Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a broken force sensor was detected during seating or regular delivery and critical pump error. The customer¿s blood glucose level was 59 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The motor had moisture damage and the force sensor was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to download anomaly.